Event description:
A malfunction alarm with code malf 24 was reported, and this issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump as it was not resettable, and arrangements were made for the customer to receive a pump with updated software. The customer was instructed to use multiple daily injections as a backup therapy.